Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and high, out of range, pacing lead impedance were observed on the atrial lead. No change was performed. The patient was asymptomatic and being monitored.